Manufacturer narrative:
Technical services discussed this issue. It was reported the lv threshold was high since implant and that the outputs were programmed to max. The physician had elected to leave the device programmed as it was. Information suggested these product remained in-service. The investigation had been completed. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected changed in the left ventricular (lv) pacing impedances from 1600 ohms to 700 ohms range. In addition there were reported gaps in the amplitude data. No adverse patient effects were reported.